Manufacturer narrative:
Device evaluation summary: monitor (B)(4) and belt (B)(4) have not yet been recovered. The initial evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest any device malfunction that would cause or contribute to the event. Device manufacture date: monitor: 07/22/2016, belt: 01/06/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Rescue personnel were reportedly at the patient's home and were attempting CPR. Review of the download data indicates that the lifevest delivered an appropriate shock at 19:35:56 on (B)(6) 2017 which converted vt at 220bpm to asystole. The lifevest then detected a non-treatable rhythm and the patient passed away. The patient's physician reportedly indicated that the lifevest functioned properly despite the patient's passing.